Event description:
Reportedly, the ht50 was running on battery approximately 4 hrs and suddenly stopped ventilating while showing 10 volt shutdown in the message window during use on a pt. The pt's mother turned off the ventilator, silenced the alarm and restarted it. However, the same thing happened again in 5 minutes. There was no low battery or battery empty alarm prior to the shutdown. The pt was ambu bagged. Please note that there was no permanent pt injury in this case.

Manufacturer narrative:
Evaluation summary: reported problem could not be duplicated after investigation of the returned ventilator. In general, a "10v shutdown" occurs when the internal battery becomes less than 10 volts. Verified the received battery by pressing the internal battery button, it showed approximately 50% battery charge. Plugged in ac and allowed ventilator to ventilate for 24 hours. Result: nothing unusual was observed. Connected ventilator to battery view program to monitor the charge and discharge cycles. The ventilator was charged for 8 hrs and fell into trickle charge as expected. Unplugged the ventilator from ac and let it run until the internal battery was fully drained. The ventilator passed the battery test with the following results: from ac unplugged to "low battery" = 10.5 hrs. Alarm occurred properly. "Low battery" to "battery empty" = 1.5 hrs. Alarm occurred properly. There was no problem found on the battery as it appeared to work normally after fully charged. Performed full calibration, operation verification procedure and battery test. Although the reported problem was not confirmed, ht50 battery is a known issue and in response to this issue, an important medical device correction letter was issued on september 14, 2007 as a short term fix. The firm has submitted a long term corrective action as a supplement (the dual pac internal battery system) to its 510k which FDA has cleared in december 2008. The dual pac battery system was installed and software upgrade was performed in this ventilator.